Event description:
The report indicated the patient had elvated enzymes post procedure. The patient was a male with a history of hypertension, hyperlipidemia, and smoking. The indication for the index procedure was an acute myocardial infarction in an undetermined location and resting ECG changes. Prior to the procedure the patient was taking aspirin, clopidogrel, and statins. During the procedure the patient was given, aspirin, clopidogrel, and heparin. The 1st target vessel was the proximal lad. The vessel diameter was 3mm and the lesion length was 42mm. Pre-procedure stenosis was 80%. Timi flow was 3, pre and post procedure. The lesion was de novo, ostial, and type c. The vessel was predilated with a 2.12 x 20mm balloon at 10atm. A cra18350 was deployed at 20atm and was post-dilated because the stent was not fully expanded. Post-dilation was done with a 4.23 x 15mm balloon at 16atm. A crb28300 was deployed at 16atm and was post-dilated because the stent was not fully expanded. Post-dilation was done with a 3.55 x 15mm balloon at 18atm. Placed in the proximal lad. The stents were not overlapping but with a gap. The 2nd target vessel was the distal rca. Vessel diameter was 3.5mm and the lesion length was 42mm. Pre-procedure stenosis was 90%. Timi flow was 3, pre and post procedure. The lesion was de novo and type c. The vessel was predilated with a 2.63 x 20mm balloon at 10atm. The first crb23350 was deployed at 20atm and post-dilated because the stent was not fully expanded. The second crb23350 was deployed at 16atm and post-dilation was not needed. After the 2nd stent was implanted slow flow and st elevation was observed. The stents were overlapping. Pre-procedure cardiac enzymes were normal. Post-procedure, peak ck was greater than 5 times the upper normal level (unl) and peak ck-mb was greater than 5 times unl. Documentation indicates that periprocedural myocardial infarction occurred. The mi was non q-wave and the location is undetermined. There was no evidence of a stent thrombosis. No additional treatment was done to treat the mi. The patient was discharged 4 days later. Medications at discharge were aspirin, clopidogrel, statins and beta blockers.

Manufacturer narrative:
This product, noted, is distributed outside the united states. However, is it similar to the us distributed drug-eluting stents. This is one of four products involved with the reported event. The associated manufacturer report numbers are 9616099-2007-1714, 9616099-2007-01716, 9616099-2007-01717. Additional information will be submitted within 30 days of receipt.